Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that an unspecified number of an unspecified bd citrate blood collection tube experienced underfill or low draw of a tube with blood. Product defect occurred during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. A user facility stated that they had concerns about quality of our light blue (citrate) tubes ¿ more specifically, concerns that at elevation the tubes lose their vacuum. I then inquired if complaints had been submitted to bd and the leader said, ¿yes, many times¿. With that in mind, the questions I have for you are: how significant of a problem is this issue in the us? Other than citrate have we heard this complaint for any other of our tubes? (I personally have not). What is being done to address? Additional information : I don¿t have any other information. The comment was made during a business review when the lab associate shared concerns with bd tube quality and gave this example. I immediately asked if complaints had been submitted and was told, yes they had, multiple times.